Manufacturer narrative:
Based on the current information provided, the cause of the patient's post-procedure complication(s) cannot be determined. However, according to the initial reporter, it was identified that the cause of the post-procedure seizures was possibly due to anesthesia. A follow-up MDR will be submitted if additional information is received. As of 20-jan-2023, a system log review cannot be performed because the system logs are not available. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient experienced a reaction to anesthesia and was hospitalized.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient experienced a reaction to anesthesia. A post-procedure MRI was performed and a stroke was ruled out. The patient experienced seizures and remained hospitalized 2 days post-procedurally. The patient's current status is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) made the required attempts to obtain additional information; however, there was no response received from the physician.